Manufacturer narrative:
(B)(4).

Event description:
Hold for kc 9.1it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D10: device availability - additional. H2: additional information/device evaluation . H6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Transmitter voltage test : failed. (0vdc). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.